Event description:
The customer reported that she has sinus and eye infections which are contributed to her elevated blood glucose. She stated that her bg measured 275 mg/dl in the morning before eating, so she checked the infusion site and could see that the cannula was dislodged.

Manufacturer narrative:
The device was not returned for eval. We are unable to assess the product condition. The customer reported that the cannula had dislodged from the infusion site. This could interrupt insulin delivery and contribute to hyperglycemia. The omnipod user guide warns: "check often to make sure the pod and soft cannula are securely attached and in place. A loose of dislodged cannula may interrupt insulin delivery", and "because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. If it is untreated, severe hyperglycemia can quickly lead to diabetic ketoacidosis (dka). Dka can cause breathing difficulties, shock, coma, or death. If insulin delivery is interrupted for any reason, you may need to replace the missing insulin-usually with an injection of rapid-acting insulin. Ask your healthcare provider for instructions on handling interrupted insulin delivery." It advises "any physical stress can cause your blood glucose to rise, and illness is a physical stress. Your healthcare provider can help you make a plan for sick days." Qualification records were reviewed and the product lot met all acceptance criteria.